Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
During a call to (B)(4) for assistance with an alarm, a home patient (hp) reported that he changed out the cassette, but not the bags prior to calling. (B)(4) assisted the hp to end the therapy and advised the hp that all supplies must be replaced to replace a setup. Product surveillance (ps) spoke with the hp, who said he did not do therapy that night, but continued therapy on the cycler the next night. Ps explained that only changing part of the setup compromised the supplies and everything needed to be changed out. The hp did not notify his nurse of the issue. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for the use error of changing out the cassette but not the bags was confirmed. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.